Event description:
In 2008, the delivery catheter for a gore excluder aaa endoprosthesis trunk-ipsilateral leg component was advanced through a previously implanted medtronic device. The delivery catheter could not be rotated, so that the contralateral gate of the trunk-ipsilateral leg component was at the desired implantation site. Therefore, the leading end of the trunk-ipsilateral leg component was advanced further into the patient's proximal aorta. The distal end of the ipsilateral leg of the trunk-ipsilateral leg component was proximal to the distal end of the medtronic device and the physician was unable to move the delivery catheter distally. Therefore, the physician used an 18 fr cook introducer sheath in an attempt to remove the delivery catheter. However, the leading end of the sheath got caught on the delivery catheter and the deployment line broke. The trunk-ipsilateral leg component deployed, the patient's celiac artery was unintentionally covered, and the patient was converted to open surgical repair. It was reported that the patient tolerated the procedure.